Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt had corrosion on the distribution node pca, causing the alarms. The root cause for the corrosion cannot be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms.